Event description:
The issue reported by a philips field service engineer (fse) was the five anchors to secure the couch to the floor were dislodged/loose. The system was outside of clinical use when the issue was found and there was no harm reported by the customer. However, there is potential of serious injury if this issue were to recur, therefore this event is considered a reportable event.

Manufacturer narrative:
This is a supplemental report to initial emdr report (3003768277-2024-02309). The FDA registration number initially chosen was incorrect.

Manufacturer narrative:
During a corrective maintenance (cm) visit to replace the table inverter on a brilliance 16 CT system, philips field service engineers (fses) discovered the table anchors loosened when raising the upper table from its lowest position. The system was not in clinical use, there was no patient or user impact, and no injuries occurred. Upon further inspection, the fse found that the table anchors were improperly installed. The anchors were not fully expanded causing them to loosen. Per philips installation step manual instructions (455019304011 br 40_64 system installation manual/453567071481 brilliance CT 6-slice, 10-slice, 16-slice and 16 power configurations): 1. Drilling the hole to required embedment. 2. Cleaning the hole with pressurized air. 3. Driving the anchor flush with the concrete surface. 4. Expanding the anchor with the provided setting tool. Anchor is properly expanded when shoulder of setting tool is flush with top of anchor. The table was installed in 2021 by a 3rd party engineer when philips did not have a service contract with the customer. The customer agreed to a service contract with philips in 2022. The philips fse properly tightened and installed the anchor bolts according to philips specified torque value specifications returning the device to operational status. The probable cause was incorrect anchor installation by the 3rd party engineer by not following philips installation instructions which led to the loosening of anchor bolts at the site. In conclusion, engineering determined that the potential risk results were acceptable and showed no increase compared to the risk management matrix (rmm) predicted risk. This issue did not impact the potential probability of harm to patients or users. Therefore, this incident is not considered a reportable event as defined in 21 cfr 803, as it was determined unlikely to result in death or serious injury.